Event description:
Analysis of the device revealed that the coil broke off the delivery wire. There was no medical consequence to the patient.

Manufacturer narrative:
Lot number for the reported device was not reported nor could be obtained. Therefore a review of the manufacturing records could not be performed. The delivery wire was received without the main coil attached. The main coil was returned with the microcatheter used during the procedure. Analysis of the delivery wire revealed that it was kinked towards the proximal end. The proximal contact was attached and no anomalies were noted. Microscope examination of the main coil found that it was kinked and the distal end of the main coil junction was observed to be broken. The broken section showed a rough jagged end indicative of a break due to a severe bend on the poly-imide wire. Information available indicated that the coil could not be advanced through the microcatheter. It is possible that handling of the device upon encountering the reported difficulties with the microcatheter may have contributed to the damages observed.